Event description:
This is follow up#1 to report on 16/jan/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral¿ surgery and was implanted with strattice device lot: s10644 on (B)(6) 2010. The patient underwent an " repair of recurrent ventral hernia, lysis of adhesions, diagnostic laparoscopy¿ on (B)(6) 2010. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain, recurrence, mesh disintegrated in body.¿ the form lists the condition that was treated was ¿hernia¿ with approximate dates of treatment between 2010 and 2014. The ppf form also indicates the patient was implanted with a non-abbvie device, "bard: composix e/x,¿ on (B)(6) 2010. The form indicates that this device was revised or removed due to ¿mesh bowed out, stretched.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice lot number: s10613-001 on (B)(6) 2010. The form also indicates the strattice implant had been revised¿ on (B)(6) 2010 and again on (B)(6) 2015. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot: s10644 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. No strattice devices were returned for evaluation. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional, changed, and/or corrected data.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice lot number s10613-001 on (B)(6) 2010. The form also indicates the strattice implant had been revised¿ on (B)(6) 2010 and again on (B)(6) 2015. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot s10613 has been completed. No deviations or non-conformances noted. No strattice devices were returned for evaluation. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.